Event description:
Patient had med-port inserted on 10/13/1997. Became infected, returned to or 11-7-1997 for removal of med-port. During removal, tubing sheared off, was transferred to another facility for removal of retained portion of catheter. Catheter was removed without any problems. Patient was discharged home with no further complications.